Manufacturer narrative:
(B) (4). Physio-control replaced the internal therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed internal therapy connector assembly and found a male pin, either from the quick-combo therapy cable or paddles, stuck in socket one.

Event description:
Physio-control device inspection found a pin jammed in the device therapy connector. The device was unable to attach to the quick-combo therapy cable or paddles and provide defibrillation energy. There was no report of pt use associated with event.